Manufacturer narrative:
Adhesions are a common event after abdominal surgery and may lead to complicatoins resulting in surgical intervention. A partial resorption of the biologic material without concurrent tissue remodeling may have contributed to this event. Such resorption may be a result of patient conditions or adverse events such as infection or seroma. It is unknown in this case whether underlying factors or comorbidities caused or contributed to this event.

Event description:
A patient underwent hernia repair with ovitex 1sp on (B)(6) 2022. The repair was robotically completed (ipom) with fascial closure. The patient returned in late (B)(6) 2023 complaining of pain with CT scan confirming a hernia recurrence. Surgery was conducted on (B)(6) 2023 to address the recurrence at which point bowel adhesions were noted. The surgeon performed adhesiolysis to separate bowel from the remaining device. Hernia reduction was achieved and the hernia repaired.